Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The video cable was broken. And therefore, the image was not displayed. Additional findings include: the outer tube is deformed and also damaged. Therefore, the dielectric strength is inadequate. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope monitors experienced a black screen/no image when plugged and unplugged. The customer, suspected a broken cable. The issue occurred, during the unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope monitors experienced a black screen/no image when plugged and unplugged. The customer suspected a broken cable. The issue occurred during the unspecified procedure. There were no reports of patient harm.